Event description:
Boston scientific received information that this device was a part of a system infection in 2009 during the initial implant. An inquiry was most recently made by the patient regarding the device longevity as patient did not want to change the device soon due to personal reasons. Boston scientific technical services (ts) discussed longevity predictions. At this time the device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided noted that this patient had a prophylactic explant as the patient wanted to start a family and wanted to reduce the change of needing a device change out during pregnancy.